Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the patient feels that the inflatable penile prosthesis (ipp) pump is not functioning. The deflation is very difficult, and the patient has done valve reset trouble shouting with no success. The patient will schedule an appointment with his physician for evaluation. No patient complications were reported.